Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the femoral head from the adm/ mdm poly insert. The head and insert were revised to devices of the same catalog number. Rep reported that no further information will be released by the hospital or surgeon.